Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shocks for right ventricular lead noise. The lead noise was incorrectly binned as arrhythmia episodes leading to the ventricular fibrillation diagnosis by the device, and delivery of the inappropriate therapy. Technical services suggested possible lead integrity issues which could have contributed to the lead noise, and suggested possible lead revision. In the short term, programming changes were suggested, until possible lead revision would be considered and undertaken in the near future. The patient did not have any other symptoms aside from the inappropriate shocks.